Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history was not possible because download was not possible. The pump was returned for investigation with visible moisture in the display lens. The pump did not power on for testing; therefore, functionality testing could not be completed. A leak test was performed and revealed a leak at the case seal. The pump cover was removed for investigation and revealed moisture inside the pump.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump was worn by the patient while swimming and lost power. The reporter confirmed that there was visible moisture under the display screen. The reporter denied any trauma or damage to the pump; no visible cracks, no damage to the battery compartment or battery cap. The cap reportedly secures tightly to the pump without the yellow o-ring visible. The reporter denied moisture in the battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power failure with visible moisture in a pump that showed no signs of damage remained unresolved at the conclusion of the call.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.